Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken. Due to the broken cable inside the housing, this created the loose tension at the pulley area. Failure analysis investigation also found the following damages: the instrument's pitch cable was frayed at the distal clevis hub by the loose cable area. No damage was found at the clevis. The instrument's grip cable was derailed. The derailment cable was found inside the housing by the clamping pulley area. The clamping pulley was corroded/contaminated. The clamping pulley exhibited corrosion by the rails area. Failure analysis concluded that the corroded/contaminated clamping pulley may be due to improper cleaning. The instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, the cable was identified to be loose on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.